Event description:
A malfunction alarm, identified as malf 12, was reported with a malfunction code that could be reset but recurred after an attempted reset. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.